Event description:
Hcp reported the pt was not receiving good pain control. The catheter apparently backed out of the thecal sac and the tip was in the epidural space. Frozen section and gram stain appeared to support inflammatory mass diagnosis vs infection. The pt went to the or for removal of mass. The mass was approx 3-4cm long and 2cm wide. No report of device explantation. A follow-up report will be sent when add'l info is received.